Event description:
Pt had an a219 emblem s-ICD implanted (B)(6) 2019 as a generator change out. Device worked well during device implant, however on clinic f/u (B)(6) 2019, we were unable to communicate with the device with several programmers, using any recommended techniques provided by boston scientific. Dft testing was performed, and ICD still delivers therapies, we are simply unable to communicate with the device however. Device worked - unable to communicate via program. Secondary prevention of sudden cardiac arrest. FDA safety report ID# (B)(4).